Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the a01 admit message was not processed, causing the patient to remain in a pre-admitted status on the server. A technical support specialist dialed into the application server, reviewed the services, restarted the bd pyxis external inbound processors service, and confirmed that no further concurrent errors were present. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, messages did not cross over to the es server. The patient was displayed on the server in a pre admitted status even though an admit message had been sent to the es server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.